Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer: the loss of insufflation (pressure) became weaker but did not completely disappear; it was not quick but steady. The reporter did not know if there was a loss of the pneumoperitoneum. The "metal part" is most likely the white particle that came off the incision port. There was no patient injury due to the issue. The procedure was completed with the help of the da vinci system. There was no conversion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the connection point (metal part) between the bladder and the ring was found to be broken on the access port. This meant the bladder was no longer leak-proof. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a single port cholecystectomy. The access port was not thoroughly inspected, but there was no significant/visible damage. There was a gas leak during the surgery (due to the defective port). No fragments fell in the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the access port, however, intuitive surgical, inc. (Isi) has not received the accessory for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Failure analysis found the primary failure of broken access port chamber to be related to the customer reported complaint. The access port chamber was found to be broken. The tab on the ring was found to be broken. The size of the tab measures approximately 9.86mm x 10.53mm in size. The broken tab was returned. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.